Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) spectrum iq infusion pumps had increased air in line alarms. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.